Manufacturer narrative:
Updated conclusion code grid and component code grid.

Event description:
It has been reported that the device would not power on.

Manufacturer narrative:
Updated catalog number.